Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing and had a low intrinsic amplitude. The patient reported heartrates between 35 and 40 beats-per-minute, possibly due to premature ventricular contractions (pvcs). The crt-d system remains in service. No adverse patient effects were reported.